Event description:
On (B)(6) 2010, pt reported her down arrow button is not responding when pressed. Pt stated, it will work for a while, then stop working for a long period of time. Pt reported she noticed the issue when she could not bolus while using the down button. Pt stated the button pops back out when pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.